Manufacturer narrative:
Block e1: facility address: (B)(6) block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Medical device problem code a150103 for the reportable issue of bands premature deployment. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was not secured, and the slack wasn't taken up correctly. The ligator head returned with 3 bands attached and moved out of their position. Microscope examination was performed, and it was found that the ligator head teeth was damaged. No issues were observed on the suture and suture hole. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, as per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment and caused the failure to pull the slack out of the trip wire because of the lack of tension. This condition can lead to the damage to the ligator head teeth and improper deployment of bands. Based on the condition and evaluation of the returned device, this problem is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation procedure performed on (B)(6), 2021.during the procedure, the band got stuck when the physician rotated for the first time; however, seven bands deployed on the next rotation. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device.there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation procedure performed on (B)(6) 2021. During the procedure, the band got stuck when the physician rotated for the first time; however, seven bands deployed on the next rotation. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.